Event description:
Healthcare professional reports end user was injured while activating the directcheck quality control. Customer noted she was training her staff members on how to use the directcheck controls and one person crushed the control vial until the glass came through the protective sleeve and stuck the user. There was no report of serious injury or administration of medical treatment.

Manufacturer narrative:
(B)(4). A CAPA was completed for directcheck starting with lots manufactured in june 2011. Each directcheck package includes an insert containing a picture demonstrating the preferred technique to use during activation of the directcheck assembly. In addition, the itc website includes a video which illustrates the preferred technique to use during activation of the directcheck assembly. Itc has requested all data required for form 3500a.